Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device stopped working during aspiration. An angiojet® ultra xmi® thrombectomy set was selected for a thrombectomy procedure in the leg. The device was primed. The device was introduced into the body and used. However, the device stopped functioning. There were no patient complications